Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2017. The cause of death was not provided, and no autopsy was performed. The pump was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing and qa specifications. The implant kit was shipped to the customer on 04 nov 2016. The heartmate 3 lvas IFU rev.g is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.